Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that alleges that the cuff was deflating after an unknown amount of time in use. Replacement was required. No incident related medical sequela was reported.